Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple button alarms. Customer stated nothing has been pressing against the button to trigger the alarms. Customer's blood glucose level was not impacted. Reportedly, customer will use back up pump for insulin therapy.